Event description:
Initial result for a patient sodium was 123 mmol/l. When repeated, the result was 133 mmol/l. The incorrect result was not reported. The field service representative was unable to confirm any malfunction of the system.